Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 5mg/ml at 0.3621mg/day. It was reported that the patient's pump was "hypermobile" within the pocket of the abdomen and was flipping in the abdomen. It was moved to the left buttocks. The pump segment of the 870 catheter was explanted. The 8784 catheter was connected to the 8780 catheter in the abdomen and tunneled to the pump which was placed in the left buttocks. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. There were no reported diagnostics/troubleshooting performed. At the time of this report, the issue was resolved. It was noted that the patient's pump was in simple continuous mode. The patient's maximum daily dose with their personal therapy manager (ptm) was 1.1544mg/day. The event date was asked but was unknown. It was noted that the patient's medical history included polyneuropathy, systemic lupus erythematosus, macular degeneration, migraines, atherosclerotic heart disease, chronic heart failure, anemia, depression, irritable bowel syndrome, pruritis, hypothyroidism, morbid obesity, anxiety, insomnia, post-traumatic stress disorder, chronic pain syndrome, essential hypertension, gastroesophageal reflux disease, osteoarthritis, fibromyalgia right knee meniscus tear, peripheral vascular disease. The patient was a smoker. The patient had allergies to imitrex and toradol.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.